Manufacturer narrative:
(B)(4) - as a device has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The patient presented with angina pectoris. Access was obtained via the femoral artery. The 75% stenosed, de novo lesion measuring 3.5mm in diameter and 12mm in length was located in a moderately calcified and moderately tortuous mid right coronary artery. The lesion was predilated with a non bsc balloon. A 3.5x12mm taxus liberte' stent was advanced to the lesion but could not cross after multiple attempts. The device was removed from the patient and stent damage was noted. The procedure was completed by placement of two stents and post-dilation with a non bsc balloon. No patient complications were reported. Patient status is listed as good.